Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04555 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an advantage fit sling system to treat her stress urinary incontinence during a prolapse repair procedure on (B)(6) 2010. The patient was reportedly fine post-procedure, and was prescribed vicodin, motrin, and ciprofloxacin (prescription durations unknown), per the physician's standard regimen for this procedure. However, after an unknown period of time following this procedure, the patient presented with continued urinary problems (unspecified), chronic pain (unspecified), and dyspareunia. Reportedly, the patient had several follow-up visits with the implanting physician including the last visit on (B)(6) 2011, but reported no complications during these visits to this physician. The patient also sought another urologist, who diagnosed the patient with recurring prolapse and advised the patient to undergo a hysterectomy and have the mesh removed. However, the patient did not follow up on this matter with the implanting physician, who does not have any additional medical intervention planned for the patient. The patient is reportedly over 18 years of age. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.